Event description:
Reportedly, there was no abnormality found during surgery. The next day of the insertion, balloon leakage was observed in the intensive care unit. No pt complications were reported.

Manufacturer narrative:
The device was returned and evaluated. Customer reported was confirmed. Inflation lumen leakage observed through a slit on the catheter body, 0.11" in length, at the 12.3 cm area (distal of the thermal filament). No visible damage to balloon latex. A CAPA is in process for slit in catheter body related to balloon inflation.